Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an implant site infection. There was an infection in the area of the stimulator since 2013-(B)(6). The patient was hospitalized and the surgical explant of the stimulator was performed on 2013-(B)(6). The patient was given a vancamycin IV for 3 weeks. The patient was re-implanted on 2013-(B)(6). The event resolved completely.